Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was confirmed. The sr8 was visually inspected upon receipt and was found to be in good physical condition but does not function properly. The reported issue of a poor image quality is confirmed. The display seems to be ¿hazy¿ making it hard to see the screen. The root cause of the reported failure is due to an internal failure within the lcd display. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per clinical engineering, it's hard to see beyond 2cm; screen goes blank and the image quality is poor.